Event description:
This report summarizes three malfunction events. A review of the events indicated that model 602833 implantable port experienced a fracture. These reports were received from various sources. Of the three events, all involved patients with no reported injury. The age, sex, and weight of the patients was not provided. In one instance, the 602833 implantable port was not returned to the manufacturer, limiting investigation. In the other two cases, the device is being returned and is pending investigation.

Manufacturer narrative:
Lot numbers were not provided for the three devices. Therefore, lot history reviews were not performed. Three photos were returned for the fist malfunction; no device. The device and two photos were returned for the second malfunction. The device was returned for the third malfunction. All three malfunctions were confirmed. A root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model 602833 implantable port experienced a fracture. These reports were received from various sources. Of the three events, all involved patients with no reported injury. The age, sex, and weight of the patients was not provided. In one instance, the 602833 implantable port was not returned to the manufacturer, limiting investigation. In the other two cases, the device is being returned and is pending investigation.